Manufacturer narrative:
(B)(4) additional information received: opened patient due to 45 mm reload being used in 60 mm device since two devices both locked out. Surgeon/staff couldn't figure out what was wrong until after looking once case was complete. Additional information requested and received: when the device locked out, was there any difficulty opening the device? No. When was it noticed that 45 mm reloads were loaded in the 60 mm devices? After the case was completed what other troubleshooting steps were taken by the or staff prior to the patient being converted to open? Opened a second device with the same issue occurring. What is the current status of the patient? Discharged.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the surgeon tried to fire two different psee60a devices. Both locked out after intermittent motor noise. After looking, nurse noticed both devices had tried to be fired with 45 mm reload. Opened patient to complete staple firing.